Event description:
Reporter alleged obtaining discrepant blood glucose results of 114 mg/dl back to back with a result of 541 mg/dl when testing was performed one minute apart on the advantage system. Reporter stated she passed out 30 minutes ater the comparison and remained passed out for 2 hours. Reporter indicated when she awoke, she was close to a refrigerator and self treated with milk and food. Reporter stated she is hypoglycemic unaware which does not allow her to identify when she is experiencing hypoglycemic symptoms. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.